Manufacturer narrative:
The device was received not deployed and the pink slide was not moved forward. It was reported that something was sticking out from the viewing window; inspection of the device found no damage or abnormalities that would contribute to the reported event. Data downloaded from the device shows that zero pulses were delivered, thus, the device did not run any pulses to deploy the needle. No damages or defects were found that would cause the device to deploy early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.